Event description:
It was reported the display of the surface EKG (electrocardiogram) was "fuzzy" and full of noise, even with the filter on. A connection issue at the site of the slave cable interface was suspected. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector was found broken loose from a printed circuit board assembly. Hinge plate screws missing. Tabs breaking off of the power cord bay.